Event description:
Customer states the aviva meter produced a result of 147 mg/dl and stored the result in memory as hi. No action was taken based on either result. No adverse event reported. Requested return of suspect device and replacement was sent.